Event description:
The customer contacted physio-control to report that their device was freezing and would not operate. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and the reported issue was unable to be verified or duplicated. After unrelated repairs were performed, the device passed all functional and performance testing and was returned to the customer. Since the issue was unable to be duplicated, the root cause was unable to be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was freezing and would not operate. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.